Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were dead. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed one of the batteries was leaking and could not be charged. The other battery measured 12.73 vdc and 81 siemens, passing specification after charging. Due to the condition of the first battery no further testing conducted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d1, d2, d4, d10, g5, h3, h4 and h6. The field service representative (fsr) verified the issue. He observed the unit worked on batteries but the charge level was low and were not charging. As a result, he replaced the batteries. The unit operated to manufacturer's specifications. The suspect batteries were returned to the manufacturer for further evaluation.